Event description:
As reported by the user facility information by bbm sales organization in finland: "under infusion" according to the customer: "parenteral nutrition 23h infusion of smofkabiven 493ml, soluvit, prescribed for the patient on (B)(6) 2023 at 12 vitalipid 10ml, nutritrace 10ml. Apotti gave the infusion rate as 22.3 ml/h. The infusion was started according to the instructions and was going. After 23h it was noticed that there was still more than 100ml of solution left in the bag. Patient did not receive all prescribed nutrition."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. No infusion was found on the day of occurrence. The last infusion was performed on (B)(6) 2023 and (B)(6) 2023. During the infusion the pressure alarm could be found, several times. The reason for the pressure alarm could not be clarified. No other abnormalities were found. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device was in a clean state and no visible damage are to located. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,40 bar (should be: 0,1-0,7 bar); pressure stage 9: is: 0,98 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,15 bar (should be: 1,8-2,5 bar); pmin: is: 1,73 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,76 bar (should be: >1,2 bar). The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -4,67%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matched the required values and standards. All measured values were within our specification. The device was disassembled and the inside was investigated. No visible damage were found inside the device. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.